Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to capture, inability to grasp the leaflets, and poor image resolution appear to be related to patient morphology/pathology. The reported tissue injury appears to be related to multiple grasping and capturing attempts. The unchanged mr appears to be due to procedural conditions. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), flail, prolapse, and a thin posterior leaflet for a mitraclip procedure. Two clips were implanted without issues. The third clip was intended to target a residual flail prolapse and thin posterior leaflet. During attempts to grasp and capture, the posterior leaflet slipped out from the clip. It was difficult to maintain a grasp and capture. To maintain the integrity of the leaflet it was decided to discontinue the procedure. The mr remained at grade 4+. Per the physician, the mr was potentially due to a flail that reached higher in the atria, the physiological variations (fluid/anesthesia/ heart rate / systolic blood pressure), or possible exacerbation/ injury from the mitraclip. Imaging was challenging, due to the anatomy. There was no delay or adverse patient effects. No additional treatment.